Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted during the same surgery. Based on the operative report, the patient presented with aortic stenosis of a calcified [native] aortic valve. The valve was removed and "a #25 sizer seemed to fit nicely when [they] tried to implant it, as [they] were tying the sutures down from the annulus, the sutures came cutting through the annulus; so [they] had to take that 25 valve, which was half implanted, back out and put in a #23 [edwards valve]." Additionally, there have not been any allegations of a product malfunction or quality deficiency. The explanted valve was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Unfortunately, the valve was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. There is no information suggesting a device malfunction or quality deficiency with our valve. The operative report notes that this patient had severe stenosis from a calcified native valve. This was probably related to the patient's poor tissue quality, resulting in the sutures "cutting through the annulus." No further actions are possible with the available information.